Event description:
Pt receiving tpn at home via the baxter 6060 ambulatory infusion pump. Pt is to receive 1725 ml over 10 hours with a one hour taper up and a one hour taper down. The pump was programmed as such. The infusion was done 26 minutes early showing that 1706.4 ml infused. The bag was actually dry -empty-. The total volume of the bag was actually 1856 ml with overfill and adds to cover the +/- 6 % accuracy of the pump and the 8 ml prime. The bag ran faster than the 6 % accuracy rate. This has happened previously on this pt and rptr has also had it on other pts as well. Ran a trial on this pump using the total volume of 1856 ml. The bag was setup to run 1725 ml over 10 hours with a one hour taper up and one hour taper down. The bag ran out 20 minutes ahead of time and said there was still 10 ml to infuse. The bag actually had 1856 ml in it. This again confirmed overinfusion. The pump was kept in the tpn fannypack since it is known that putting the bag above the pump will cause overinfusion. Pump will be returned to baxter for further eval.